Manufacturer narrative:
The customer contacted the philips response center to order a replacement ac power module.

Event description:
The customer reported the ac power module is defective. It is unknown if there was patient involvement, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ac power module is defective. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.